Event description:
During an endoscopic procedure, the user selected a cook endoscopy fusion cytology brush. The brush was advanced through the endoscope. The user experienced resistance in brush extension from the outer sheath. When the physician pushed the handle, the drive wire buckled and penetrated the outer tubing near the handle. The physician removed the cytology brush from the endoscope, and another cytology brush was used to complete the procedure. Nothing had to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation. An injury to the user did not occur.

Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the report of the drive wire penetrating the outer tubing near the handle. The brush drive wire has penetrated the clear outer sheath and black tubing near the distal end of the handle. Approximately 1cm of the drive wire is exposed where the drive wire penetrated the tubing. The brush remains inside the sheath. A bend was noted in the handle stem. This bend suggests excessive pressure had been applied to the handle, perhaps in response to brush extension difficulty. The condition of the device prohibited a functional evaluation. A discrepancies or anomaly that could have contributed to the reported brush extension difficulty was not observed during our laboratory analysis. After a review of the device history record for this lot number, we can report that no discrepancy or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is remote. Conclusion: a definitive cause for this observation was unable to be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, scope position or progression of disease state, we cannot reproduce the actual conditions of device usage. While clinical conditions are not the sole determing factors, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: if the device was placed in a particularly tortuous position, this could create resistance in brush advancement and encourage an application of excessive pressure. If the handle of the device experiences excessive pressure during use, perhaps in response to brush extension difficulties, a bend in the handle stem and penetration of the outer sheath and tubing by the drive wire may occur. Brush extension difficulty can occur if the elevator of the endoscope has been tightly closed onto the catheter of the cytology brush. This can clamp the outer sheath and constrict movement of the brush drive wire. If the drive wire is restricted while added pressure is applied to move the handle, this can contribute to drive wire penetration of the outer sheath and shrink tubing. Prior to distribution, all fusion cytology brushes are subjected to a visual and functional inspection to ensure device integrity. The functional test includes manipulation of the handle to ensure smooth brush extension. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Correction action: no corrective action warranted at this time. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.